Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated ilet occlusion alarms overnight and again later during a meal announcement, performed multiple supply changes with 23 in 6 mm infusion sets, and noted no bent cannulas while also observing a large discrepancy between manual blood glucose and dexcom g7 sensor readings. Symptoms included hyperglycemia, with a reported fingerstick of 320 mg/dl and the cgm indicating high, which later declined to 225 mg/dl after calibration entry and monitoring. Outcomes included user guidance to monitor glucose and entry of a manual blood glucose value into the ilet to calibrate the cgm linkage for dosing decisions. Investigation included user coaching, confirmation of supply changes, calibration entry into the ilet, and continued follow-up to verify glucose trend improvement. Investigation of this case revealed that the alarms were consistent with occlusion alerts and that the hyperglycemia coincided with discordant cgm versus fingerstick values; no bent cannulas were reported and the device otherwise functioned as designed following user interventions. It was concluded, based on previously established findings for similar reports, that the cause was unclear given concurrent occlusion alarms, infusion set factors, and cgm-fingerstick discordance.